Event description:
Rn reported a male pt injected in the malar regions and nasolabial folds with radiesse dermal filler. The patient called five days post-procedure to report a large area on the right cheek that appeared to be darkening. A large hematoma, the beginning of cellulitis or necrosis was thought to be developing.

Manufacturer narrative:
The pt was treated for superficial dermal compression using nitro-paste, warm compresses and antibiotic. He is now doing well. A light eschar developed which lifted off one week post-injection. It is felt that too high volume placement can contribute to superficial necrosis. The pt is a heavy smoker which may also have contributed to the adverse event. Follow-up reported the pt is doing very well on the oral antibiotic and nitro paste protocol. The area is shrinking, scabs have healed with swelling decreasing and less discomfort felt. The pt's residual pigment will be treated using vbeam and hydroquinone once the area has healed. Continuing care will be provided by the injector. A review of the device history records indicates the reported lot #1032592 met all specifications prior to release.